Manufacturer narrative:
The manufacturer received per for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted a dynesys cord and underwent a revision surgery. It is unknown if the product was revised due to breakage or if during revision the product fractured because of over correction.

Event description:
Patient was implanted a dynesys cord and underwent a revision surgery. It is unknown if the product was revised due to breakage or if during revision the product fractured because of over correction.

Manufacturer narrative:
Additional information which was received on feb 10, 2020. The manufacturer received other source documents for review. Should additional information become available that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Event description: it was reported that the 200mm dynesys cord snapped and the construct failed. It is indicated that breakage and overcorrection are reasons for the revision surgery. Harm: s3 - exposure to anesthesia, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: two pieces of a cord as well as 7 set screws were received. The set screws show damage (including colored spots most probably deriving from the use of an electrocautery tool) on the hexagon and / or the thread but are otherwise inconspicuous. Partially the cord pieces are slightly yellowish discolored and tissue attachments can be observed. The cord was reconstructed based on the appearance of the cord ends, the locations of the contact areas and the assumption that the clear cut ends are the outer ends of the entire implanted cord. For the entire cord a total of 7 contact areas of the screws are clearly visible which is consistent with the amount of set screws that were received. In the contact areas the cord is slightly compressed where the pedicle and set screws were located. There, the outer cord layer is damaged where the tips of the set screws were placed. On the opposite side of the cord a slight bump matching to the cannulation of the pedicle screw can be seen. One of the cord pieces shows the green thread marking the working zone of the cord at one end which should not be implanted. Both cord pieces exhibit a clear cut end which is melted and merged. The other cord ends located between two contact areas are assumed to be a possible cord rupture. There, the cord ends are slightly frayed and bulged. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. At the time of implantation, the dynesys system was not approved for vertebral body tether (vbt) application and this has therefore to be considered off-label use. DHR / ncr review: 1 part were scrapped due to unclean surface. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that the 200mm dynesys cord snapped and the construct failed. It is indicated that breakage and overcorrection are reasons for the revision surgery. The dynesys cord was received in two pieces. The cord showed a possible rupture between two contact areas of the screw which is consistent with the reported event. Based on the appearance of the cord ends it is assumed that the rupture occurred during time in-vivo. Based on the available information it can only be assumed that the dynesys® system was used for vertebral body tether (vbt). At the time of implantation, the dynesys system was not approved for vbt application and this has therefore to be considered off-label use. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Met the specifications valid at the time of production. A complaint history search showed no additional complaints for the same reference and lot combination. In conclusion it can only be hypothesized that the following possible factors might have contributed to the cord rupture either alone or in combination: cord tensioning during the implantation surgery. Cord tensioned over the time in vivo due to growing of the patient . Reported overcorrection. If and to what extend other factors may have influenced the course of events leading to the reported cord rupture remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on mar 24, 2021. The manufacturer received other source documents for review. Should additional information become available and the device returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted a dynesys cord and underwent a revision surgery. It is unknown if the product was revised due to breakage or if during revision the product fractured because of over correction.